Manufacturer narrative:
Investigation into the reported issue has been completed. No device was received for evaluation. Product security impact assessment concluded that none of abiomed products or services is affected by this vulnerability. There was no impact on any abiomed product or service. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported a vulnerability that could impact the automated impella controller. No clinical details regarding resolution. No patient was involved.

Manufacturer narrative:
This is a corrected MDR, submitted to replace the original MFR (B)(4) which was filed in error. As there was no impact to any abiomed product or service for a reported potential log4j v1.2.x vulnerability there is no reportable incident that occurred.